Manufacturer narrative:
The reader (B)(6) was returned and investigated with retained strips. Performed visual inspection on the returned meter; no issues were observed. Observed that the indicator lights did not flash. The meter did not power on with button depression, cal bar or strip insertion. An attempt to download the meter was unsuccessful. The meter did not communicate with the computer or the usb cable. The meter was de-cased and an internal inspection was performed on the components. No issues were observed. Extended investigation has also been conducted. A visual inspection has been performed on the meter pcba (printed circuit board assembly) and no issues were observed. Mix match testing was performed to determine the cause of the reported issue. The function of crystal was checked and it functioned correctly. The returned central processing unit (cpu) was placed with a known-good meter, and the meter powered on and performed as expected. Therefore, it was determined that the root cause was a defective cpu component. The issue is confirmed due to a faulty cpu. All pertinent information available to abbott diabetes care has been submitted. Additional information: section d4 (UDI) has been updated as this information was not submitted in the previous report. Section h4 (device mfg date) was updated based on the returned product download.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.